Manufacturer narrative:
(B)(4). Method: the mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and evaluated. Results: visual inspection of the returned complaint mr290 chambers revealed a horizontal crack line on the bottom of the dome. In addition, ink smudges were observed on the dome indicating that the complaint chamber was likely exposed to an alcohol-based solution. Conclusion: we are unable to determine what may have caused the crack on the complaint chamber dome. The crack is most likely due to mechanical stress however the stress source is unknown. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure" "ensure there is water supply connected to the chamber and that water is present within the chamber". Our user instructions that accompany the mr850 respiratory humidifier state the following: "ensure appropriate ventilator and/or patient monitor alarms are set, connections are secure and a leak test is completed before use."

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was leaking water during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was leaking water during use. There was no patient consequence.